Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. Sometimes the monitor and the video signal in the ocular were flashing most likely caused by the cable between the navigation system and the microscope. Action taken so far, the manufacturer representative did a crosscheck of the cameras and the issue (sometimes the reference frame and the navigation ¿pointer¿ cannot be seen on the monitor) follows the suspected camera.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Please look to 1723170-2025-00651 for the related event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay to the procedure as a result of this issue.